Manufacturer narrative:
The buss cable that allegedly caught fire was not returned. There was no evidence of fire on the device itself, joystick. Or controller module. A replacement buss cable was acquired and the device was charged to full battery capacity without incident. Despite being poorly maintained, the device was fully functional.

Event description:
Consumer's brother alleges the cable going from the joystick to the controller caught on fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's brother alleges the cable going from the joystick to the controller caught on fire.